Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report. Same patient event as MDR 9610622-2011-00191.

Event description:
Head of theatre, indicated that the teardrop handles were used during an extraction procedure and that both adapters used are jammed in the teardrop handles. He further reports that the operation went well and only after decontamination, a technician from the hospital separated adapters and teardrop handles.